Event description:
The customer reported to olympus, no video on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the dr board which is part of the patient board set was defective and needs to be replaced. Additionally, the software needs to be updated to the latest version 3.01. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the dr board had malfunctioned a review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the malfunction. However, it is probable that the operational amplifier is the component that malfunctioned. It should be noted that the circuit design of the operational amplifier of the dr board was changed on 06-april-2018. The dr board on the returned device was manufactured before this date. Olympus will continue to monitor field performance for this device.